Event description:
Same case as #6000093-2007-00353. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician predilated the "very calcified" obtuse marginal lesion and made several attempts to cross the lesion with a taxus express2 3.0x12mm drug eluting stent. When the device was removed, the stent struts were found to be flared. The physician then tried to cross the lesion several times with a 3.0x12mm liberte' bare metal stent but was unsuccessful. When the device was retrieved, it also had flared stent struts. The physician attempted with a 3.0x12mm vision stent, but was again unsuccessful. The physician used a 2.0x8mm maverick balloon to predilate the target lesion again and was able to place a taxus stent as well as a stent of another competitor. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There is one similar complaint, of this nature, related to this batch number. The cause of the difficulties stated in the complaint could not be determined.